Manufacturer narrative:
A ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: (B)(6).

Event description:
It was reported that there was a malfunction resulting in power failure. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The pcb - psu / power supply unit was replaced to resolve the issue d4 primary UDI number corrected.